Event description:
A diabetic patient with a foot wound underwent a debridement of the wound in 2008. V.a.c. Therapy was initiated after the debridement on the same day. On the next day, during a dressing change, the home health nurse indicated that the foam was soaked off with normal saline, when it was removed from the wound, there was bleeding from the superior portion of the wound. The home health nurse held pressure and the pt was transferred to the hosp; pressure and silver nitrate were applied to the wound to control the bleeding. At the hosp, it was determined that there was no arterial bleeding. V.a.c. Therapy was re-initiated on the following day without further problem. The pt remained stable and stayed in the hosp for 3 days.